Manufacturer narrative:
The device was not returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient developed a pneumothorax approximately one hour after a superdimension enb procedure. The patient received a chest tube. The chest tube was removed after two days and the patient had a full recovered.

Manufacturer narrative:
A review of the appropriate device history records of the superdimension console indicates this device serial number was released meeting all quality specifications.

Event description:
The site reported the pneumothorax as related to a non-superdimension biopsy forceps.